Event description:
It was reported that during a photoselective vaporization procedure of the prostate the metal cap dislodged at the tip of the fiber after 6:07 minutes and 42,386 joules of use. The fiber was changed to continue with procedure. There was no further information provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The returned device was visual examined with magnification and a circumferential fracture in the glass fiber tip distal to the bevel edge was identified. This can potentially result in forward firing. The metal cap was intact and there was no evidence of metal cap detachment. There was some scorching and detritus on the metal tip around the output window. The device was tested with a helium-neon text fixture and the aim beam was present both in the output window and the distal tip of the device. The reported event could not be confirmed. However; due to the observed glass cap distal fracture, an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the metal cap dislodged at the tip of the fiber after 6:07 minutes and 42,386 joules of use. The fiber was changed to continue with procedure. There was no further information provided.